Event description:
It was reported that arctic sun device had low flow issue, not managing temperature as expected. Not maintaining patient temperature and temperature went up to 38, should not have exceeded 36.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed, therefore labeling/packaging review was not required. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. It was reported that not maintaining patient temperature and temperature went up to 38, should not have exceeded 36, however this was not reproduced at depot. Performed pm. Replaced heater, drain ports, mixing pump, circulation pump. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had low flow issue, not managing temperature as expected. Not maintaining patient temperature and temperature went up to 38, should not have exceeded 36. Per follow up information received via email on 05sep2024, it was reported that they had issues with arctic sun on more than one patient recently where it is not temperature regulating the patient. Today, the patient temperature had increased to 38 degrees, it had been displaying marginal at the flow but the pads were all well placed on the patient with no kinks in the tubing connecting to the machine. The decision was taken by the company representative to replace this machine. It was swapped for another machine and it has not been replaced. They had no further correspondence about the faulty machine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had low flow issue, not managing temperature as expected. Not maintaining patient temperature and temperature went up to 38, should not have exceeded 36.